Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during installation, the gastrointestinal videoscope did not read and did not show an image. There were no reports of patient harm.